Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump but the sensor was instead paired to a dexcom receiver, which prevented pairing to the pump until the receiver was turned off. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included successful pairing of the pump with the sensor after guidance to power down the receiver. User support included customer troubleshooting and education. Investigation of this case revealed that concurrent pairing of the sensor to a receiver interfered with pump pairing and that the issue resolved with standard pairing procedure once the receiver was off. It was concluded, based on previously established findings for similar reports, that the cause was user setup configuration and use inconsistent with device pairing requirements.

Manufacturer narrative:
Initial.